Event description:
The complainant reported the automated impella controller was indicating intermittent false position alarms during patient support. There was no patient harm, and support continued with the implanted pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs were returned and the console was tested. Unable to reproduce the reported symptom, the fringe pattern looks good, which confirms no issue with the optical bench. No other issue was found with the console hardware. The root cause of the degraded optical signals was most likely the contaminated front panel optical connector and the noisy signal from the optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.